Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: loss of light. Probable root cause: damaged light cable; damaged scope; damaged coupler; damaged leds; main board malfunction; loose/misaligned jaw assembly; light engine/ light pipe malfunction or damaged; bent esst contact; inconsistent esst contact; camera head communication; front board malfunction; touch panel malfunction; power supply malfunction; thermal switch malfunction; ac inlet board malfunction; inadequate air flow; sidne port malfunction; poor workmanship; inadequate calibration; use errors; electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. The product was not returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. H3 other text: 81.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.